Event description:
It was reported by a user facility of the fmc device a patient had a seizure during their hemodialysis treatment. According to the facility administrator the seizure was related to the patient's lab values being "out of wack." She additionally stated the machine did not cause or contribute to this event. Additionally, the peritoneal dialysis rn states that the patient does have a history of seizures and is non-complaint with their treatments.

Manufacturer narrative:
Facility biomedical staff called (B)(4) to request functional checks of the device, per policy, following an adverse event. The device was evaluated by a (B)(4) regional equipment specialist. Verification of operations was completed and included functional checks and running a simulated treatment. The machine passed all verifications. The clinical investigation, reviewed by the (B)(4) pharmacovigilance physician, indicates there is no information that reasonably suggests that the device may have caused or contributed to the patient event (seizure). According to the pdrn, the patient has a history of seizures. Additionally, there were no reported or suspected device malfunctions prior to or during the treatment. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.